Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the cgm reading was below 80 mg/dl. No fingerstick was taken but the patient self-treated with eating candy and drinking juice. After treatment the patient experienced vomiting, and the ems was called. When a fingerstick was taken by the paramedics the cgm reading was in a low range, and the blood glucose reading was 240 mg/dl. The patient was given an ¿alcohol pad to sniff to make the patient awake¿ and was transported to the hospital. The patient was treated with intravenous fluids and saline. The patient was discharged after 7 hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.